Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery charging issue was verified; however,the high bg issue could not be investigated due to the battery charging issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge. The customer's blood glucose (bg) level was "high" and was reportedly addressed by administering a manual injection. The cause of the elevated bg was unknown. Reportedly, the customer reverted to manual injections for alternate insulin therapy.